Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, stent closure and a heart attack occurred. A 2.50x12mm taxus express2 drug eluting stent was placed. Three days post the initial procedure, the patient states that the stent "closed" and she had a heart attack. No additional patient complications were reported. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.